Event description:
It was reported that anchor was fractured during surgery. It broke inside the patient and all broken pieces were removed. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) footprint ultra pk 4.5 mm suture anchor returned. The complaint stated: "it was reported that anchor was fractured during surgery. It broke inside the patient and all broken pieces were removed." The insertion device was returned with one strand of blue green suture wrapped around the device handle. The anchor was returned but not attached to the inserter. It is damaged. It is crushed, bent and fractured at the distal tip. A small portion is absent. The insertion end of the anchor is skewed from losing axial alignment. The inner inserter rod indicates the same direction of torque. It is bent off axis nearly 45 degrees. A functional evaluation was performed and the torque limiter functioned as intended. Proper audible click is heard with rotation and inner rod advancement. No root cause related to the manufacturing of this device was established.